Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 306, which was not reproduced. System error 306 was confirmed through a review of the event history log and caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 306 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.